Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 126 mg/dl. Customer stated that his physician wants him to have the insulin pump replaced due to two hospitalizations. The paramedics were called, customer was found unconscious. The blood glucose reading at the time of the event was 28 mg/dl. During troubleshooting, programming is correct. Displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.